Event description:
It was reported that a m.blue (part # fx803t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in overdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 8 years; height: 125 centimeters (cm); weight: 30 kilograms (kg); gender: male. Same event as medwatch-no. 3004721439-2022-00269.

Manufacturer narrative:
Manufacturing and quality control data. The m. Blue® was manufactured by a qualified employee in february 2020. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The m. Blue® has a fixed pressure stage of 15 cmh2o. The valve was inspected as article fx803t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage were detected. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the m. Blue® valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Computer controlled test: to investigate the claim of overdrainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is not operating within the accepted tolerance in the horizontal position. Internal inspection: after dismantling of the valve, deposits were found in m.blue®. Results: it should be noted that the product was received dry. Upon receipt, it was evident that the previously enclosed liquid had completely leaked out. The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. Based on our investigation, we can determine adjustment difficulties and accelerated drainage at the valve at the time of our inspection. This is likely due to the deposits observed inside the valves. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.